Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to switch on. The investigation attributed the root cause of the reported fault to be corrosion on the membrane panel due to storage outside of the indicated conditions. The corrosion on the on/off button contact pads alongside the corrosion on the membrane tail and the screws, would indicate that the device had been stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.